Manufacturer narrative:
The reported complaint was confirmed by the data log review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: the voltage of the oxygen (o2) sensor exceeded the allowable range of 0.550 to 2.758 causing it to fail calibration. On (B)(6) 2023 16:45:45 o2 sensor out of range at calib o2 sensor value: 2785, calibration: failed. On (B)(6) 2023 16:58:15 o2 sensor out of range at calib o2 sensor value: 2761, calibration: failed. On (B)(6) 2023 17:00:49 o2 sensor out of range at calib o2 sensor value: 2789, calibration: failed. On (B)(6) 2023 17:04:45 o2 sensor out of range at calib o2 sensor value: 2793, calibration: failed. The logs confirm the complaint.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration multiple times. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, the non-clinical activity was during an oxygen (o2)sensor upgrade.